Event description:
The customer reported that the ortho provue analyzer interpreted a positive antibody screen result as negative. The customer visually inspected the card and reported the provue should have interpreted the result as 1+ or ?. Repeat testing in manual gel using the sample and the same lot of gel cards gave a positive (1+) result. The comparison of manual inspection and manual gel to automated test results prevented erroneous results from being reported.

Manufacturer narrative:
The fe inspected the gel camera, cleaned the lenses, optimized the optics and performed alignment returning the analyzer to expected operation.